Event description:
It was reported that the insulin pump had backlight anomaly customer stated that the insulin started to beep and she tried to turn on the light but did not come out. Customer's blood glucose was 130 mg/dl and current blood glucose was 110 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with no backlight due to faulty el panel. Insulin pump received with cracked reservoir tube lip.